Event description:
It was reported, the patient ((B)(6)) went to the hospital after suffering a fall in (B)(6) 2012. Immediately following the fall, the patient could no longer feel stimulation. Impedance was measured with no abnormalities noted. Surgical intervention followed. Intraoperative testing identified invalid impedances. Fluoroscopy revealed a lead break just below the anchor. The scs lead was removed and replaced which resolved the issue.

Manufacturer narrative:
Evaluation: results - the complaint about lead broken/fractured was confirmed. As received the lamitrode was visually examined under the microscope and it was severely kinked with all wires broken approximately 23cm from the stimulation end. Functional testing revealed that all channels were open. As there was no breach of the outer tubing of the lead, the damage observed was consistent with an overstress condition the lead was subject to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.